Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that two pts had lint removed from their eyes postoperatively. Additional info received at a later date indicated that the two pts were noted to have lint in their anterior chambers, but there has been no reaction to the lint, and no unplanned medical or surgical intervention was required. The issue is reported to have resolved without treatment. No pt identifiers were provided.